Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 243 mg/dl. The customer stated that she had trouble changing out the reservoir. When trying to prime, she would reach about 2.5 or 2.7 units before the insulin pump alarmed no delivery. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, and reconnect the tubing and reservoir. She verified that insulin exited with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the insulin pump alarmed no delivery. The customer tried a new reservoir with the current set. She repeated the process with the new reservoir and reported that the insulin pump still alarmed no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.